Event description:
It was reported that the pt experienced a burning sensation and had hypotension. The pt's catheter was found to be fractured. The pump was used to deliver baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.